Manufacturer narrative:
Patient-specific information as well as the initial reporter's first and last names are unknown at the time of this MDR writing. The relevant fields have been marked as ¿unknown¿ or left blank where applicable. If this or any additional relevant information becomes available, a supplemental report will be submitted." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during preparation for an impella device implant, the automated impella controller (aic) alarm ¿purge cassette could not be detected¿ was triggered. The aic was replaced, and case preparation continued. No patient harm was reported as a result of the event. Additionally, based on the available information, there was no report or indication of interruption of device support.

Manufacturer narrative:
Additional information was received confirming the event date as 28-nov-2025 and has been captured to b3 (date of event) accordingly. Correction. Complaint coding was updated to more accurately reflect the reported event. Consequently, h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Correction. D1 brand name has been updated, corrected.